Event description:
The customer reported experiencing unexplained high blood glucose of 429mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the reservoir has small bubbles. Assisted the customer with removing the reservoir and rewinding/priming the device. Ran a fixed prime and the insulin did exit. Performed the high pressure test twice and the test failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.